Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead and the the output was inhibited. The lead was replaced and the patient's condition was good after the procedure.